Event description:
It was reported that a homechoice cassette leaked from "where the pipeline connects to the cartridge." This occurred during use of the device for automated peritoneal dialysis. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.